Manufacturer narrative:
Correction: the device available for evaluation should have been selected as "yes."

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited poor sensing and high capture threshold. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Correction: the radio buttons on "device available for evaluation" and "returned to manufacturer" should have checked as "yes" and filled with date (jun 25, 2025).

Manufacturer narrative:
The reported events of sensing issue and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.